Manufacturer narrative:
Block h6:imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.impact code f19 captures the percutaneous transhepatic biliary drainage procedure performed to complete the procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2022-06846 for the associated device information. It was reported to boston scientific corporation on (B)(6), 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted to the gallbladder to treat a biliary obstruction due to advanced pancreatic cancer after failed endoscopic retrograde cholangiopancreatography (ercp) during a gallbladder endoscopic drainage procedure performed on (B)(6), 2022. During the procedure, the axios cautery (the subject of this report) did not send enough electricity to puncture the wall and blanching of the tissue was noted. A second axios stent (the subject of MFR. Report # 3005099803-2022-06846) was used but the same issue occurred. A percutaneous transhepatic biliary drainage procedure was performed on another day to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Impact code f23 captures the percutaneous transhepatic biliary drainage procedure performed to complete the procedure. Block h10: an axios stent and electrocautery enhanced delivery system was received for analysis. The stent was returned fully covered and undeployed. Visual examination of the returned device found the tip showed evidence of electrocautery. The delivery system was returned in the original position. No damages were found to the stent and delivery system. An electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no issues were noted. The complainant reported that " the axios cautery did not send enough electricity to puncture the wall and blanching of the tissue was noted", however, there was no confirmation on what the customer indicated because according to the evidence of the returned device the tip has evidence of electrocautery, also during the electrical test the device showed continuity between the rf connector and distal rf electrode. Therefore, a review and analysis of all available information indicated the most probable cause no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Block h11: block h6 (impact codes) has been corrected.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2022-06846 for the associated device information. It was reported to boston scientific corporation on (B)(6), 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted to the gallbladder to treat a biliary obstruction due to advanced pancreatic cancer after failed endoscopic retrograde cholangiopancreatography (ercp) during a gallbladder endoscopic drainage procedure performed on (B)(6), 2022. During the procedure, the axios cautery (the subject of this report) did not send enough electricity to puncture the wall and blanching of the tissue was noted. A second axios stent (the subject of MFR. Report # 3005099803-2022-06846) was used but the same issue occurred. A percutaneous transhepatic biliary drainage procedure was performed on another day to complete the procedure. There were no patient complications as a result of this event.